Manufacturer narrative:
The event unit will not return to applied medical for evaluation but the lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the surgeon started the case and tried to use the scissors to cut tissue and they wouldn¿t cut. Surgeon then discarded the scissors and tried a new pair of applied scissors however, the same issue occurred. The surgeon discarded the second set and tried using a third pair of scissors and same issue occurred. The surgeon discarded the third pair of applied scissors and switched to a competitor's reusable scissors to complete the case without further issue. No patient injury occurred. None of the applied scissors cut well from initial use and all were used on adhesions before the surgeon was able to get to the gallbladder. Complaint devices not available for return. Patient status: no patient injury. Type of intervention: the case was completed with a competitor device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: laparoscopic cholecystectomy three complaint events occurred during the same procedure: complaint 1 of 3: (B)(4)- first cb030 used in the case. Complaint 2 of 3: (B)(4)- second cb030 used in the case. Complaint 3 of 3: (B)(4).- third cb030 used in the case. The surgeon started the case and tried to use the scissors to cut tissue and they wouldn¿t cut. Surgeon then discarded the scissors and tried a new pair of applied scissors however, the same issue occurred. The surgeon discarded the second set and tried using a third pair of scissors and same issue occurred. The surgeon discarded the third pair of applied scissors and switched to a competitor's reusable scissors to complete the case without further issue. No patient injury occurred. None of the applied scissors cut well from initial use and all were used on adhesions before the surgeon was able to get to the gallbladder. Complaint devices not available for return. Intervention: the case was completed with a competitor device. Patient status: there was no patient injury.